Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing an infusion set and again after breakfast despite a meal announcement, with a confirmed fingerstick of 598 mg/dl and no visible site or tubing defects, and the issue resolved after replacing the insulin cartridge and cd infusion set. Symptoms included elevated blood glucose without reported clinical symptoms such as dizziness or loss of consciousness. Outcomes included no hospitalization, no ketone testing, and no use of backup therapy. Investigation included remote troubleshooting, supply checks, and user education on high glucose management. Investigation of this case revealed no device alarms, no observed occlusions, kinks, or leaks, and insulin was observed dripping through the tubing during checks, with glucose values trending down after supply replacement, which is consistent with an unclear cause potentially related to infusion or supply performance at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.